Event description:
The facility's biomedical engineering dept reported an infusion pump that "turs of by itself". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was available.